Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing. There was no patient involvement.

Manufacturer narrative:
It was reported that a getinge field service engineer (fse) was unable to complete a preventive maintenance (pm) on time due to the unavailability of the replacement parts. Once the parts were available, the fse replaced the alarm daughter board battery, scroll compressor, safety disk, tidal volume disk, filters, batteries, and executive processor at their prescribed interval and reloaded b.17 software. Then, while completing the all manifolds test it was discovered that the safety disk failed the membrane portion of the pim test. Then, the fse began troubleshooting and detected out of failures with both safety disk sn# (B)(6) and sn# (B)(6) failing the membrane portion of the pim test. The fse then installed another safety disk (0202-00-0140) sn# (B)(6) and confirmed the pim and all manifolds tests successfully passed. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. The unit was then released for clinical use.

Event description:
N/a.